Event description:
According to the reporter, during use, a 1 mm piece of plastic fell into the pt cavity. The piece was retrieved and another device was used. There was no bleeding or tissue damage. No pt info available. This did not result in extension in or time of more than 30 minutes.

Manufacturer narrative:
(B)(4).